Event description:
It was reported that an alarm 2 occurred without an occlusion event earlier in the day. The customer's blood glucose level did not exceed 500 mg/dl, and the cgm did not read "high," indicating no adverse impact to the blood glucose level. The customer resolved the issue by changing the infusion set and cartridge and resumed insulin usage, and no further assistance was necessary. The case was closed by cts.